Event description:
Follow up information reported that the patient was doing well with the new leads.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated, the patient had a revision done on "(B)(6)."

Event description:
Additional information was received from the company representative that reported the patient also experienced a burning sensation at the lead site and had a loss of reflexes in the lower extremities. A revision of the lead has been scheduled for either 2013 (B)(6). The patient also noted that she was still having concerns with her device, but was working with her physician. The patient noted an appointment date of 2013 (B)(6). Additional information was requested but was not available at the time of this report.

Event description:
It was reported that a patient had trouble with recharging and with stimulation sensation and pain since revision (see manufacturer report # 3004209178-2013-02588 on revision). It was stated that an x-ray assessment on the patient was performed on (B)(6) 2013 and that the implantable neurostimulator (ins) site became red in the doctor's office. It was stated that patient's two healthcare professionals (hcps) told her she had a broken lead at least in 2 spots. It was stated that "it looked like a mangled mess," which was less than two weeks after the x-ray assessment. It was also mentioned that the patient turned her implant off since (B)(6) 2012. Around that time, she turned her implant on and it gave her so much pain that "she dropped to the floor, until she was able to turn the implant off." It was stated that patient's hcp had never been able to get stimulation high enough on her back ever since implant. The patient was supposed to have stimulation in her back and down her right leg and foot. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).